Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Event description: the moderate tricuspid regurgitation was to be monitored at post procedure follow up visits and was not reported to be life threatening. The next day, the physician reported that the patient was stable post procedure. Additional information was requested but no additional information has been provided.

Event description:
It was reported that while performing an atrial tachycardia (at) procedure, the c3 navigational variable lasso catheter was inserted into the right atrium via the right femoral vein through a short sheath. They were manipulating this catheter to construct a right atrial (ra) map. Approximately 5 minutes into fast anatomical mapping creation, the physician reported that the catheter had crossed the tricuspid valve and he could not retract it back into the ra with open loop. Another physician was called to assist. The physician scrubbed in to assist under x-ray guidance and was also unsuccessful in removing this catheter which had become "entangled" in the tricuspid valve. Interventional radiology was called at this time and the staff performed a transthoracic 2d echo, followed by a transesophageal 3d echo. The patient was also put under general anesthesia at this time. A cardiothoracic surgeon was also called for back up support. After approximately 1 hour, the catheter was removed under fluoroscopy and echo guidance. It was noted, and as reported, by the physician that the catheter had a piece of septal papillary muscle tangled near ring electrodes 11 - 12 on the loop of the catheter. The post echo results report moderate tricuspid regurgitation which was not previously documented before procedure. Following this catheter removal, the case continued without a lasso catheter being used. The patient¿s atrial arrhythmia was further mapped with the navistar using point by point mapping. Therapy was delivered in the ra and the procedure was completed. The case continued for approximately one hour post c3 navigational variable lasso catheter removal. The patient was stable for duration of the procedure. Following the catheter removal, the physician examined the catheter and felt what he said was "an indent on electrode pair 11-12."

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Evaluation summary. (B)(4) it was reported that while performing an atrial tachycardia (at) procedure, the c3 navigational variable lasso catheter was inserted into the right atrium via the right femoral vein through a short sheath. Approximately 5 minutes into fast anatomical mapping creation, the physician reported that the catheter had crossed the tricuspid valve and he could not retract it back into the ra with open loop. The catheter became "entangled" in the tricuspid valve. After approximately 1 hour, the catheter was removed under fluoroscopy and echo guidance. It was noted, and as reported, by the physician that the catheter had a piece of septal papillary muscle tangled near ring electrodes 11 - 12 on the loop of the catheter. Following the catheter removal, the physician examined the catheter and felt what he said was "an indent on electrode pair 11-12." Upon receipt, the catheter was visually inspected and electrode 13 was lifted. In addition, electrode 14 appeared to be squashed and out of shape. Electrodes 11 and 12 were found in good conditions. The piece of muscle was not sent by the customer. In addition, per the customer¿s clarification, the issue was that the catheter got stuck since the section between electrodes 11 and 12 were not smooth. However, and per the laboratory findings, the electrodes 11 and 12 did not have any damage and the 13 and 14 were found damaged instead. Therefore, it is suspected that the failure that the customer reported were for electrodes 13 and 14 instead of 11 and 12. Further investigation revealed that the pu was properly applied around the electrodes and no sharp edges were observed; only electrode 13 was lifted and 14 appeared to be squashed and out of shape. Per the reported event, deflection and contraction tests were performed and the catheter passed both. Catheter ods were also measured and it passed specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage catheters leaving the facility. IFU states that careful manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The reported customer complaint cannot be confirmed since the catheter met the manufacturing specifications. For the electrode damage ring, an internal corrective action has been opened to address this issue.

Manufacturer narrative:
Upon visual inspection of the returned complaint catheter on november 21, 2013, the bwi failure analysis lab noted that the electrode ring #14 appears to be squashed and out of shape and the electrode ring #13 appears to be slightly lifted. Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).